Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty battery. To correct the condition, the battery was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
The facility representative reported a flogard infusion pump with a battery low alarm. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.